Manufacturer narrative:
Investigation summary: no product was returned for investigation. Major bleed: the cause of the bleeding is determined to be patient condition because the location of the bleed is unknown. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 developed bleeding from an unknown source. The patient was transfused 20 units of packed red blood cells, nine units of platelets, 12 units of fresh frozen plasma, and four units of cryoprecipitate. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
Section d catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.